Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the face of the insulin pump were getting worn and they started to stick, making it difficult to maneuver around when refilling and setting bolus. It was reported that the slide on the backside where belt clip is install was broken causing clip to periodically fall off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.